Manufacturer narrative:
(B)(4) - refer to field for the results of the imaging evaluation.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Medications - aricept, aspirin, flomax, furosemide, lipitor, lisinopril, metformin, namenda, presevision lutein. (B)(4).

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, imaging reportedly showed a suspected endoleak (type unknown). On the same day, the patient was implanted with three new devices to reline the entire system. Final angiography showed exclusion of the aneurysm and endoleak, and the patient tolerated the procedure.